Event description:
It was reported that stent damage occurred. The severely tortuous target lesion was located in the proximal to distal right coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut got lifted. The device was removed and completed the procedure with a different device. There were no patient injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The severely tortuous target lesion was located in the proximal to distal right coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut got lifted. The device was removed and completed the procedure with a different device. There were no patient injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the distal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.